Event description:
Patient underwent angioplasty, stenting and insertion of a bard g2 x inferior vena cava (ivc) filter at another hospital; hospital unknown. Device details (lot #, serial #, etc.)unknown since device inserted at another hospital. Unsuccessful retrieval of ivc filter attempted twice at other hospitals before patient presented to our hospital for retrieval /removal of filter. Patient arrived with fractured ivc filter. During retrieval, fractured leg of ivc filter observed in left ivc and migrated to retroperitoneum; unable to remove filter leg from patient. No surgical removal since risk outweighs the risk of keeping filter leg in. Health professional's impression is that the device was already fractured prior to the third attempt.